Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. As the reported leak was unable to be confirmed during return analysis, it is possible that the device was not fully connected and/or damage to the xience pro a catheter/balloon resulted in the reported leak difficulties (indeflator would not maintain pressure more than 4 to 6 atmospheres and kept decreasing in pressure); however, this cannot be confirmed. The investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mini trek device referenced in b5 and d10 is being filed under a separate medwatch report number.

Event description:
It was reported during the procedure the indeflator would not maintain pressure more than 4 to 6 atmospheres and kept decreasing in pressure. This caused the unspecified xience pro stent delivery system to not inflate properly and the stent to fold up and become knotted. The entire system was pulled out to ensure the stent was not left behind in the body. There was no adverse patient effects and no clinically significant delay was reported. Subsequent to filing the initial report, the xience pro stent was returned for analysis mangled and on a mini trek balloon catheter. The mangled stent aligns with the reported stent damage and is in line with the initial report stating ¿a stent (dislodged) in a patient's radial artery¿. It appears the mini trek was used for medical intervention to retrieve the stent from the patient anatomy; however, while follow-up was sent to the site for additional clarification on the event, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device is being filed under a separate medwatch report number. The UDI is unknown because the part/lot number were not provided.

Event description:
It was reported during the procedure the indeflator would not maintain pressure more than 4 to 6 atmospheres and kept decreasing in pressure. This caused the unspecified xience stent delivery system to not inflate properly and the stent to fold up and become knotted. The entire system was pulled out to ensure the stent was not left behind in the body. There were no adverse patient effects and no clinically significant delay was reported. No additional information was provided.